Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided material number 306593 and lot number 1225461. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the saline in the bd¿ pre-filled normal saline syringe had leaked out into its packaging unit. The following information was provided by the initial reporter, translated from chinese: "the patient was admitted to the second ward of the orthopedics department of our hospital due to a fracture of the tibia. He was given infusion therapy as prescribed by the doctor. He was going to use a 3ml flush for flushing. After taking it out, it found that the liquid in the washer leaked out of the outer packaging. Give the patient a new one and continue to complete the treatment."